Event description:
It was reported that during a shunt percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the moderately tortuous shunt vein. The physician advanced a 6.0x100x80mm sterling balloon to dilate the lesion to 6atms. On the second inflation the balloon ruptured at 7 or 8atms. The procedure was completed with a 6x4 sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).